Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer indicating that the patient¿s bladder incontinence didn¿t improve so the healthcare provider installed a new ins on (B)(6) but was not successful. On (B)(6) 2019, the patient replied to an inquiry indicating that their second ins was implanted and then removed as the results for the 2nd ins only reduced frequency by 16%. The patient noted the battery was not installed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had the second device implanted on friday and that it was on at the hospital but when they got home it was off. And they do not know how it could have been turned off. Caller stated that at follow up appointment yesterday the stim was turned on and since then patient has urinated 55x. During the call, it was determined that they stimulation was on and pat agent walked patient through changing from p1 @1.4v to p2 1.6v and states that they feel "tapping" in the right scrotum. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp and patient has an appointment with their health care professional the day following the call. No further complications were reported or anticipated.